Event description:
This is the first of two reports (first skull clamp). Upon receipt of a recently repaired skull clamp, the customer reported still experiencing issues with the rotational movement of the rocker arm and the locking mechanism. The rocker arm lock was in a state of disrepair rendering the equipment unpredictable, difficult to use and unsuitable for surgery. The device was not in contact with a patient. There was no patient injury. Patient was prepped for surgery. Surgery delay was reported to be 10 minutes. They used a second clamp but it had the same issue. The had to go to a third clamp. Additional information was requested and on 11jul2016, the following was provided by the customer: the skull clamp did not come into contact with a patient prior to its most recent return to integra. When the skull clamp was received back from its last repair, it was tested and the locking mechanism was found to be still be faulty. Linked to mfg. Report number: 3004608878-2016-00189.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the swivel base retainer screw became loose. This device was manufactured on (B)(6) 2009. Service history: date of service: (B)(6) 2016. A two year lookback in complaint system for this reported failure and or related to " experiencing issues with rotational movement" for this product family shows that 5 complaints were received including this case. In summary the end users reason for return was verified however the root cause can not be determined at this time. An in-service is being recommended to ensure customer satisfaction and this issue is currently being monitored.